Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and does not show the currently reported issue. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump was not delivering as expected and that there was also no alarm. They stated they did not have any information about the rate or dose settings, but that the pump did not deliver anything. Mmd did not follow up with the initial reporter. They had already stated that the complaint occurred during testing and had not affected a patient. No other information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and does not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering as expected and that there was also no alarm. They stated they did not have any information about the rate or dose settings, but that the pump did not deliver anything. Mmd did not follow up with the initial reporter. They had already stated that the complaint occurred during testing and had not affected a patient. No other information was provided. (B)(4).